Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had refrigerator door jammed and door unable to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a misaligned refrigerator door and a faulty latch wiring harness, which caused the door to jam and the smart remote manager to fail intermittently. The field service engineer resolved the issue by replacing the latch wiring harness and latch switches and verified proper functionality through diagnostics. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the report of the issue ¿es fridge - door latch faulty¿ was confirmed by fse (field service engineer). According to work order #(B)(4) the fse found the door misaligned, with noticeable dragging just before the hasp engaged the latch. Testing of the remote manager confirmed the failures could be reproduced by moving the wiring harness, although the connections were secure. The latch wiring harness and latch switches were replaced. The customer successfully tested the remote manager in the application with no further issues. The received assy harness sw & solenoid wiring (p/n 124162-01) was confirmed to be in good condition after dchu visual inspection. Testing of the assy cable on the dchu esd table revealed intermittent failures, as the blue and violet wires showed open circuits when moved. These wires connect to the solenoid in the assembly latch detent which prevents the unit performing as expected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported ¿door latch faulty¿ was identified as an open circuit on the assy harness sw & solenoid wiring (p/n 124162-01). Specifically, the wires which connect to the solenoid of the assy latch which prevents the unit to consistently opening/close with no anomalies. Additionally, a more detailed root cause analysis could not be completed because the replaced switches were not received at dchu for further evaluation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had refrigerator door jammed and door unable to open. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the door latch faulty issue was caused by an intermittent open circuit in the latch and solenoid wiring harness. There were no adverse events or injuries reported based on this event.